Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was misaligned with one part of the button above the pump housing, and one part of the button below the pump housing. Customer stated that they pump turns on after pressing the button multiple times. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.